Event description:
During prime they noted a pinhole leak in the cardioplegia coil. The coil was changed out. During the procedure, the customer noted a small blood leak of 2cc-5cc. The second coil was also changed out without any problem.

Manufacturer narrative:
The two coils returned were pressure tested at 10psi. One coil was found to have a pin hole size leak in the stainless steel tubing. The second coil did not leak. The coil that leaked has been returned to the supplier for evaluation and corrective action.